Event description:
Device report from depuy synthes reports an event in netherlands as follows: it was reported that on an unknown date patient was implanted with trochanteric fixation nail-advanced (tfna). On an unknown post op date the patient complained of pain. X-ray taken revealed that the tfna is broken, therefore it was taken out on (B)(6) 2024. This happened within two months after surgery. This report is for one (1) 11mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for complaint (B)(4). -

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the initial surgery was performed on (B)(6) 2023. The nail was mounted as normal, with use of an aiming arm. Due to complaints of pain, patient had a telephone consultation and an abnormality was seen on the photo at the trauma clinic on (B)(6) 2024. The patient underwent reoperation on (B)(6) 2024 to implant dhs (dynamic hip system).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: ktt. H3, h6: manufacturing location: monument. Manufacturing date: 11-april-2023. Expiration date: 01-april-2033. Part: 04.037.112s, 11mm/125 deg ti cann tfna 170mm-sterile. Lot: 5498p25 (sterile). Production order traveler met all inspection acceptance criteria. Inspection certificate met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.2, lock prong, 125 degree tfna static locking prong. Lot: 4346p91. Production order traveler met all inspection acceptance criteria. Part: 04.037.912.3, tfna lock drive. Lot: 4425p29. Two pieces were scrapped at machine complete for an undersized part width. This lot was reworked at final inspection for burrs. After rework, four pieces were scrapped for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the six pieces noted. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00. Lot: 1966p50. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had broken from the proximal tip. The reported allegation can be confirmed. The broken fragment was returned for evaluation. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the 11/125 deg ti cann tfna 170 - sterile would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.